Event description:
Straight shots--sale rept's sample--not used on a pt at the time of mis-firing.

Manufacturer narrative:
Confirmed for straight shots. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents when washed by user.